Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing an optiflux 160nre dialyzer, and the serious adverse events of blood loss (approximately 150 ml), as the patient was actively undergoing hd therapy when the events occurred. The patient¿s low hgb was collected prior to the blood leak event, therefore it did not directly cause the patient¿s hospitalization. However, the hdrn stated the blood loss further worsened (lowered) the patient¿s hgb, contributing to the inevitable hospitalization and discovery of an active gib. Per the hdrn, the patient¿s blood was visualized inside the dialyzer, and a blood leak test strip was utilized to confirm the findings (no visible damage was noted on the exterior of the dialyzer). It should be noted that the instructions for use state dialyzers may leak resulting in blood loss. Additionally, gi complications are known to commonly occur in renal failure patients; the most common of which include nausea, vomiting, abdominal pain and gi bleeding. Based on the totality of the information available, the optiflux 160nre dialyzer caused the blood loss (150 ml) event. Testimony from the hdrn confirmed a fresenius optiflux 160nre defect/malfunction occurred further worsening the patient¿s low hgb. If the optiflux 160nre dialyzer was returned, a manufacturer investigation/evaluation may have aided in ascertaining why the blood leak occurred, however the product was discarded, and no product evaluation/investigation could be performed. Therefore, this clinical investigation cannot disassociate the optiflux 160nre dialyzer from the blood loss event.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred immediately after the start of a patient¿s hemodialysis treatment. The rn confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alert and blood was observed at the top of the dialyzer. Blood leak test strips were used and tested positive for the presence of blood. No further damage and/or defects were noted. Fresenius bloodlines were used for treatment and the patient's blood was not returned. The rn stated that the patient¿s estimated blood loss (ebl) was 150 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. The rn stated there was no patient harm; however; spectra hgb of 5.5 received and the patient was admitted to hospital for a bleed. Per rn the dialyzer was reported to be no longer available to be returned for manufacturer evaluation. During hd therapy a hemoglobin (hgb) result of 5.5 g/dl (pre-treatment lab work, which occurred prior to blood leak) was received, and the patient was hospitalized directly following the completion of hd therapy. Upon arrival at the hospital the patient was transfused with several units of blood, after which he underwent a colonoscopy revealing the presence of an active gastrointestinal bleed (gib). The bleed was reportedly repaired during the colonoscopy, and the patient was discharged in stable condition on (B)(6) 2022. The patient has recovered from the events and continues to undergo outpatient hd without issue. The rn stated the patient¿s hospitalization was inevitable given the low hgb result. However, the pdrn believed the patient¿s hgb worsened (value unavailable) with the loss of the 150 ml of blood.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred immediately after the start of a patient¿s hemodialysis treatment. The rn confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alert and blood was observed at the top of the dialyzer. Blood leak test strips were used and tested positive for the presence of blood. No further damage and/or defects were noted. Fresenius bloodlines were used for treatment and the patient's blood was not returned. The rn stated that the patient¿s estimated blood loss (ebl) was 150 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. The rn stated there was no patient harm; however; spectra hgb of 5.5 received and the patient was admitted to hospital for a bleed. Per rn the dialyzer was reported to be no longer available to be returned for manufacturer evaluation. During hd therapy a hemoglobin (hgb) result of 5.5 g/dl (pre-treatment lab work, which occurred prior to blood leak) was received, and the patient was hospitalized directly following the completion of hd therapy. Upon arrival at the hospital the patient was transfused with several units of blood, after which he underwent a colonoscopy revealing the presence of an active gastrointestinal bleed (gib). The bleed was reportedly repaired during the colonoscopy, and the patient was discharged in stable condition on (B)(6) 2022. The patient has recovered from the events and continues to undergo outpatient hd without issue. The rn stated the patient¿s hospitalization was inevitable given the low hgb result. However, the pdrn believed the patient¿s hgb worsened (value unavailable) with the loss of the 150 ml of blood.

Manufacturer narrative:
Correction: h6 device component code plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.